Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2010-83477.

Event description:
The customer stated that she was hospitalized for hypoglycemia. The customer stated that she was wearing the sensor at the time of the event, and was getting false readings. Advised that the transmitter would be replaced. Nothing further was reported.